Event description:
It was reported that on (B)(6) 2012, after a synthes plate was noted to be broken, a patient was implanted with a zimmer cable-ready cable grip system cerclage cable w/crimp (patellectomy right knee), a stryker supracondylar nail (right intramedullary nail for an open reduction internal fixation of the femur), and stryker fully, threaded locking screws x 3. On (B)(6) 2013 the patient was again revised with a knee joint replacement with distal femoral replacement. The patient continued to have issues with osteoarthritis (hands, low back and feet), knee pain, a nonunion of fractured distal femur, mechanical complication of internal fixation device, impaired functional mobility, decline of adl self-care and safety, anemia, and continues to experience pain. Additional problems during this time included ringing in the ears, varicose veins, and issues with steroid use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).